Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical. Therefore, (b)(64) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. The device was prophylactically removed following the advisory notification. Although there was no allegation of a product malfunction, this is an MDR reportable complaint. If premature battery depletion occurs; it may cause or contribute to a serious injury and may result in an undetectable cessation of life support. Furthermore, surgery was performed to prevent permanent impairment or damage to body function.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.